Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation. The reporter stated the shocking or zapping sensation occurred about three times a day at no particular time or position. It was noted that when the patient touched or pressed their implantable neurostimulator (ins) they do not feel stimulation. It was further noted the patient had no falls or trauma. It was noted that palpation caused stimulation changes. It was further noted the patient felt zapping during palpation when stimulation was on and did not feel the zapping when the ins was off. It was noted the patient has had many revisions. The reporter stated the shocking/positional issue started approximately 2 months ago after the last revision; however, the patient mentioned it was earlier in the summer. The reporter further stated they were not aware of the revisions until today and the patient¿s healthcare professional was not available at the time of this report. Additional information was requested, but was not available as of the date of this report.